Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1330301) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported by aci sales rep: 6f 11cm bsc super sheath, mx6721 mynx grip (6f/7f) vascular closure device, no disease at arteriotomy, balloon loss or pressure during immediate pullback (1st stop), antegrade stick, stick location cfa, 50/50 and buddy wire was utilized, after balloon loss of pressure, another mynx grip device was introduced with successful closure. The pt was not hospitalized.